Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The lesion was calcified and moderately tortuous. Location of the lesion is unknown. After the rotational coronary atherectomy was performed the advanced the taxus element mr ous 20 mm x 3.50 mm to the lesion. When the physician pulled negative pressure to the device back flow of blood was confirmed. They flushed this device and inspected the device tactually and visually , but there was no visible anomalies. Per the sales rep, "it was possible that the balloon was ruptured". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).